Event description:
It was reported the device displayed a pacing problem, high threshold, and high impedance. It was also reported the lead displayed high thresholds, rising, and high impedance. At the revision procedure, the lead was tested with an analyzer and the measurements were found to be ¿perfect.¿ the lead remains in use and the device was replaced. No patient complications have been reported as a result of this event.